Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturer instructions (mi), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Visual inspection of the returned complaint device showed that the flare was too small. Both the ID of the connector cap pinned and the dilator, were within the required specifications. Based on this evaluation, it was determined that the root cause was manufacturing operator related. Instructions are in place for flaring the proximal end tubing. Work instructions for flaring state: "flare by pushing the tubing up to the stop on the flaring iron tip. The operator was re-trained for flaring with a flare stop. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Information was initially provided that the tip/fixing broke when the sheath was retrieved. Per information provided on the returned complaint form, it was stated that part of the dilator (luer lock) is broken.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
Information was initially provided that the tip/fixing broke when the sheath was retrieved. Per information provided on the returned complaint form, it was stated that part of the dilator (luer lock) is broken.